Manufacturer narrative:
The device has been returned to animas. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and reported a meter error 1 issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment due to an inability to obtain blood glucose readings.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/01/2016 with the following findings: during investigation, the meter power up normally and paired successfully with a test pump. The error 1 sub code 17: ¿initializing rf failed¿ was observed in the meter records download. No errors occurred during testing. The complaint was verified in the meter records download but could not be duplicated during investigation. (B)(4).